Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was in the 400 mg/dl at the time of the incident. The customer were having issues with the reservoir and they changed the reservoir. The customer stated that there was a leak in the reservoir and it was wet on the base. It was reported that the customer were having high blood glucose since then. The insulin pump and reservoir will not be returned for analysis.